Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the wire coating was torn due to contact with the metal slider of the forceps elevator. When electric conduction was activated with torn wire coating, the cutting wire broke due to heat at the contact point. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cutting wire of the lumen sphincterotome was broken and had torn wire coating. There was no patient involvement.